Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc) for evaluation. Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc).sorc checked the subject device, but couldn¿t duplicate the reported phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the scope connection error occurred. The occurrence date of event is unknown. There was no report of patient injury associated with the event.